Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the female tubing adaptor had disconnected from the grommet. The oxygen supply tubing was securely bonded to the female tubing adaptor. Dimensional analysis of the female tubing adaptor and grommet was performed and they were found to be within specification. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be determined. The investigation will continue with input from manufacturing. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the tubing detaches from the connector on the mask. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record (DHR) of batch number 74g1500454 that belongs to catalog number 1041 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled & inspected according to our specifications.

Event description:
The customer alleges that the tubing detaches from the connector on the mask. No patient injury reported.